Event description:
In a 12/12/00 letter response requested by the distributor, three vascular surgeons reported the following: in an experience of about 20 perma-seal graft implants starting in about 1999, the grafts implanted exhibited thrombosis and occlusion within three months, with apparent intimal hyperplasia at the anastomoses, and possible thrombus in the graft body itself. Thrombectomy, angioplasty, and revision were employed, but did not achieve significant salvage.